Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was having new back and leg pain which he was admitted to the hospital today. Patient reported he does hvac work and had been working earlier today in a very tight and cramped area and heard a pop when he had assumed a twisted type of position while working. Patient stated scs system was not addressing this new pain at all. Pss reviewed that the patient not eligible for back MRI; patient stated he has not had anything/ changes made to his scs system since it was implanted in 2012. Hcp will be doing a CT scan instead. No further complications were reported/anticipated.

Manufacturer narrative:
A correction was made to update to the more accurate information. If information is provided in the future, a supplemental report will be issued.